Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the pulse generator paces in sequential mode at 100 ppm while the base rate is programmed to 60 ppm. The physician reprogrammed the device to 60 ppm. The next day, the patient was seen for the same problem.